Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. On (B)(6) 2015 the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lung. There were no reported issues noted with the catheter. According to the complainant, following the bronchial thermoplasty treatment, the patient experienced segmental atelectasis and was intubated. The patient was sent to the ICU and recovered quickly following aspiration of secretions and chest pt. On (B)(6) 2015 the patient was extubated in the early morning with near complete resolution of the atelectasis. Reportedly, the patient was up walking and was expected to be discharged later that evening.

Manufacturer narrative:
(B)(4). The patient age is unknown however it was reported the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) atelectasis. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.